Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate and there are actions and data saved in the meter memory that were not performed or entered by the user. No adverse event reported. Return of the suspect device was requested for evaluation.